Event description:
Information provided states that the tibial lengthener was placed in the patients tibia and stopped distracting 65 days after insertion. The lengthener was removed and replaced with another lengthener.